Manufacturer narrative:
Additional narrative: this device used for treatment and not diagnosis. The conclusion is that all 4 zipfix failed because of over-loading of the devices. Evidence of broken teeth indicates the device closed properly and was locked down. Based on the information available, there is no indication that additional fixations where used for the closure of this high risk patient. In the system technique guide we recommend the use of a minimum of 5 zipfix devices or less devices with additional fixation. Therefore we deem the closure construct as insufficient for this patient. The design risk assessment is adequate for the intended use. Placeholder.

Manufacturer narrative:
Device was used for treatment, not diagnosis. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. Placeholder.

Event description:
Device report received from synthes (B)(4) reports an event is (B)(6) as follows: patient was implanted with sternal zipfix implants on (B)(6) 2013. Sometime after the procedure the patient had a bout of severe coughing and then complained of pain and discomfort. On x-ray it appeared the implants were broken. Patient was returned to the or on (B)(6) 2013. Upon opening the patient it was noted the implants were all intact but there was no engagement of the implants in the locking heads. This report is 4 of 4 for complaint (B)(4).

Manufacturer narrative:
Device is used for treatment, not diagnosis. Investigation could not be completed, no conclusion could be drawn as no device was returned. The manufacturing documents were reviewed and no complaint related issues were found.